Event description:
It was reported by service report that the customer alleged that the siderails did not work. Stryker technician evaluated unit and found the side rail to be working to specification.